Event description:
90 days after placement, during feeding of liquid nutrient, the spring wire projected (protruded) near the right angle stopper. Maintenance was done via flushing. The device was removed percutaneously and replaced with another 000554.